Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance, had registered a high number of short interval counts (sic) and may have fractured. The lead was removed and replaced. It was noted that the patient is participating in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).